Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Additionally, data was received from the patient. A review of the downloaded data log confirmed the reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter, receiver and smart phone that occurred on (B)(6) 2015. Patient used an alternate transmitter and the issue was resolved. At the time of contact, no injury or medical intervention was reported.